Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the staples of the proximal side were not deployed, and bleeding occurred. Blood transfusion was not needed as the bleeding was treated minimally. The doctor clipped the site and completed the case. The case did not convert to an abdominal operation. There were no adverse consequences to the patient.